Manufacturer narrative:
Philips service replaced the tube, calibrated the system, and restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4))

Event description:
It was reported to philips that x-ray exposure and fluoroscopy were unavailable during clinical use on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.